Manufacturer narrative:
(B)(4). The explanted device was returned to edwards for analysis. As received, one (1) leaflet was dropped approximately 4mm at the central coaptation area, when compared to the other two (2) leaflets. Minimal calcification was observed at the cusp area of the dropped leaflet. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow, into the orifice, and at the stent inflow. The free margin of two (2) leaflets were thickened and swollen near their commissure(s). No visible damage to the wireform was observed via x-ray. Method: x-ray. Result: leaflet prolapse. The clinical observation of leaflet prolapse could be confirmed. Leaflet not coapting typically would result in regurgitation and, depending on the severity, can be an indication for replacement of the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted after approximately five (5) years, eleven (11) months due to degeneration and leaflet prolapse. This was replaced with a tissue valve and the patient was noted as doing well. No additional details provided.